Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low total bilirubin (tbil) results generated by the unicel dxc 600 pro synchron clinical systems. The intial results of 0.0-0.2mg/dl were reported out of the lab. The specimens were re-tested and and repeated results were in the range of 0.5-0.6mg/dl. A) corrected reports have been issued. Patient treatment has not been initiated or withheld based on the low tbil results.

Manufacturer narrative:
Customer reported that qc has been in range. However, intermittently qc results were out of range low and then cameback up upon repeat. A field service engineer (fse) was dispatched to troubleshoot and repair this problem. A) service information was not supplied. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.